Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the ligator head fell off from the scope and into the patient. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the ligator head fell off from the scope and into the patient. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. Additional information received on january 10, 2018, january 15, 2018 and january 25, 2018. It was reported that there was no difficulty upon setting up the device and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. It was also reported that the patient will be followed up but the physician expects the device to be passed naturally.